Event description:
Emergency medical technicians reported to a person described as in full cardiac arrest. The device advised and emergency medical technicians delivered five countershocks. According to the reporter, when the "analyze" button was pressed again, the device alarmed "motion detected" which could not be cleared. A backup device at the scene was immediately used and transport to the hosp completed, but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the patient's viability and the immediate availability and use of a back up defibrillator.